Event description:
The customer reported being hospitalized due to high blood glucose. The caller stated that his blood glucose was elevated and he continued to give corrections, but he did not change the infusion set or the site. Troubleshooting was performed, and the drive support cap appears to be normal. The customer stated that he started using the insulin pump two days prior to the event. The time, date, basal rates, and bolus wizard settings were correct. Assisted the customer to run a manual prime and the insulin did exit. Performed the high pressure test and passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.